Event description:
It was reported that: "(B)(6) 2026, the connection between the tracheal tube and the circuit is prone to detachment. There was no reported patient harm, no desaturation. The device was replaced to resolve."

Manufacturer narrative:
(B)(4).